Manufacturer narrative:
Analysis of the lead (lot# 0206482753) revealed a conductor was broken within 10 centimeters of connector area. Analysis of the bumpy anchor revealed no anomaly.

Event description:
It was reported there were impedances greater than 10,000 ohms on the '8 pads' on the lead during the procedure. The lead was disconnected and tested. The extension was also tested. A different lead was used. There were no symptoms reported in relation to this event and the patient's status was listed as no injury and no adverse event. A follow up report will be sent if additional information is received.

Manufacturer narrative:
Concomitant products: product ID neu_siliconeanchor, product type accessory; product ID 3877-45, lot# va05agv, serial# (B)(4), implanted: (B)(6) 2013, explanted: (B)(6) 2013, product type lead. (B)(4). Analysis results were not available as of the date of this report. A follow-up report will be submitted when analysis is complete.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.